Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had a hyperglycemic event while on the pump. The reporter stated that the patient had blood glucose reading of 400 mg/dl with strong, fruity breath odor, rapid deep breathing, abdominal pain, extreme drowsiness, blurred vision, polydipsia, polyuria, nausea, symptoms of dehydration, shortness of breath, chest pain, vomiting, difficulty waking up, and confusion. The patient remained on pump therapy at the time of the call. The patient did not receive treatment above and beyond the normal course of diabetes management at the hospital. During troubleshooting with customer technical support, it was determined that there were frequent occlusion alarms and that the patient was not using the cartridge according to the instructions-for-use. However, the pump is being returned for investigation of the occlusion issue. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy and the pump could not be ruled out as a cause or contributor.